Event description:
Pt is 29 weeks pregnant and has been getting high readings on the suspect device such as 361, 135, 298, 179 mg/dl. Controls were run on suspect device and were out of range. Pt has been hospitalized based on these readings. Pt did not know that the code key must match the strip lot numbers and suspect device was thus not coded correctly.